Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6).customer states that the radiofrequency generator failed to work after tumescent was administered to patient.

Manufacturer narrative:
(B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the investigation could not confirm the reported complaint. Fault unable to be reproduced during unit evaluation. It was noted that unit operated correctly with clf-7-60, lot# 498268. Unit tested with simulator, correctly recognizing rfs, closure-fast and cal identifiers. It was also noted that there were no debris or contact compromise visually detected with rf connector. Unit performs to manufacturers specifications. Electrical safety test okay.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.